Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is one of two complaints reported for this issue for this custom pak lot. Review of the DHR (device history record) indicates the order was built to specification. Review of the sterilization batch records found that all parameters were met and the batch was released per specification. A sample was not returned for investigation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A surgeon reported that a pt presented with endophthalmitis one day after a cataract with intraocular lens implant procedure. It was reported that a vitrectomy was performed "on same day report infection endothalmitis". Additional info has been requested.